Manufacturer narrative:
It was reported that the compressor was shutting off and on. Our field service engineer verified that the compressor was going into standby mode prematurely. After the standby valve was replaced the compressor passed all functional and safety test per factory specifications and was returned to customer and cleared for clinical use. No part was returned. A compressor that repeatedly goes to standby may not deliver enough air to the connected ventilator. If this occurs, alarms for low air supply pressure and high o2 concentration may appear depending on the compressors run/standby duty cycle. If no o2 gas is connected to the ventilator, stop of ventilation may result as a worst case scenario. The conclusion in this matter is that the standby valve was defective. As no goods were returned for investigation, the root cause could not be determined.

Event description:
Manufacturer's ref : 241639.

Event description:
It was reported that the compressor was shutting off and on. There was no patient harm. Manufacturer's ref: (B)(4).